Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11d. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. A water filled reservoir was used during the test. No air bubbles anomaly, prime/fill anomaly, or unusual loud motor noise noted during testing. The pump was received with scratched case and pillowing keypad overlay.

Event description:
Medtronic received information that damage (physical or cosmetic), prime/fill anomaly occurred. There was no adverse impact or consequence reported as a result of this event.